Event description:
It was reported that the user performed a factory reset on the ilet, did not complete setup, and operated disconnected from the pump for several weeks; during re-setup the cartridge was not inserted, the old plunger remained lodged in the pump, and the infusion set was not correctly deployed, after which the cgm pairing required guidance to complete and insulin delivery resumed conservatively. Symptoms included hyperglycemia with cgm readings reported as high before declining to 227 mg/dl and trending down. Outcomes included ongoing monitoring at home with no alerts, no alarms, no injury, and no hospitalization. Investigation included customer service troubleshooting, photo confirmation of the stuck plunger, guided removal of the plunger, infusion set and cartridge replacement, tubing fill to advance the piston, cgm pairing assistance, and education regarding post-reset conservative insulin delivery. Investigation of this case revealed that an incorrect supply change and a stuck plunger contributed to interrupted insulin delivery until the supply change was completed and the cgm was paired. It was concluded that the event was related to user setup and handling, with the device performing as designed after proper supply change and configuration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.